Event description:
It was reported that a transfer set was cracked and leaked. This event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection was performed with the naked eye and microscope, which revealed a damaged/cracked light blue main body. Functional testing was performed which included device to device testing, leak testing, clamp function testing, integrity of seal surface testing, and clear passage testing. All functional testing passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported leak issue could not be verified. The cause of the damaged/cracked light blue main body was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). Should additional information become available, a supplemental report will be submitted.